Event description:
The user facility reported that during an acute myocardial infarction (ami) procedure, the physician used an 8f angio-seal for hemostasis. After confirming blood backflow, the sheath and locator were properly assembled according to the procedure. However, when attempting to withdraw the sheath, the anchor was unexpectedly pulled out along with it. Upon inspection, it was discovered that the anchor was stuck inside the sheath and had not deployed as intended, resulting in a failure to achieve hemostasis. Manual compression was used to control the bleeding. There was no blood loss. Additional information was received on 16mar2025: procedural sheath size was an 8fr. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. It was used according to standard operating procedure (sop), however, when the main part was pulled out, the anchor was also pulled out and was not fixed in the blood vessel, so hemostasis failed. The patient was stable.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and provide the completed investigation results. One (1) 8fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath and the carrier tube. The device was subjected to visual and functional analysis. The hemostasis sheath and carrier tube were fully mated in rear lock position. The device had visible signs of blood confirming the device had been used. The anchor was present in the distal tip of the device. The device was reset to forward lock position, which deployed the anchor. The device was set to rear lock, posting the anchor on the sheath tip. The anchor was manually pulled and the anchor, collagen and tamper tube fully deployed. The complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is obstruction to the sheath tip preventing the anchor from posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).